Event description:
Reference number (B)(4). Event occurred in canada it was reported that the patient experienced hyperglycemia on (B)(6) 2026. The blood glucose level was 421 mg/dl at the time of event and the patient got treated with correction bolus. No further information is available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: canada.